Manufacturer narrative:
On (B)(6) 2016 a field service engineer (fse) was dispatched. The fse replaced the diluent pump and sv202 diluent 2-way solenoid valve to correct issue. The aia-360 is functioning as intended with all errors cleared. No further action by fse required. The probable cause of the event was related to the diluent pump. A complaint history review for serial number (B)(4) was conducted from (B)(6) 2014 through (B)(6) 2016 for similar complaints. There were no similar complaints identified during the search period. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2016 a customer reported air detected in the diluent with the aia-360. A field service engineer (fse) was dispatched. The customer is unable to run bhcg patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of bhcg patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.